Event description:
It was reported to philips that system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred and patient moved to another room to complete this procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform fluoroscopy. Review of the system log file showed that x-ray was not available due to flat detector power supply failure because of lack of 24v output. Upon troubleshooting fse found that power supply to detector has malfunctioned and replaced it; still the issue persisted. To resolve the issue, fse replaced flat detector controller and flashlight. The defective flashlight and fd unit was returned to philips for analysis. The cause of ps ds unit was due to electrical defect as 24v was not working; whereas flashlight was defective and had impact on ctq and cts requirements. The system was returned to use in good working order. The codes were updated based on the investigation outcome.